Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the complaint was reproduced and found to be due to worn out video connectors pins. Additional non-reportable findings were as follows: the eject button could not be pushed in on the printed circuit board, there was corroded picture in picture connector, and the lighting was not activated on the narrow board imaging. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor displayed no image. The camera shoots lines all over the screen, and the picture flickered. The issue was found during a therapeutic cardiac bypass procedure. The procedure was delayed due to replacement of the device. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause for the event could not be determined. However, it is likely that the phenomenon occurred because the video connector terminal was worn out. Olympus will continue to monitor field performance for this device.